Event description:
Customer stated, "the switch case fell apart and she rubberband it back together and then after a while she got a shock from it." The product was returned for investigation. The customer did not seek out medical attention. An investigation was done to look into the customers complaint. The investigation found that the switch casing had broken open. Battle creek equipment inspects all switches to ensure they work properly before they leave the facility . The customer continued to use the pad with a broken switch, which is probably what caused the issue. The IFU states, "discard unit if it shows signs of deterioration". The pad also showed signs of being layed on/folded during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds".